Event description:
The customer received questionable thyroid results for two patient samples. One patient sample gave discrepant t4 results. The initial t4 result was 14.99 ug/dl (accompanied by a data flag). The sample repeated on the same analyzer gave 8.95 ug/dl. The sample repeated a second time on the same analyzer gave 14.72 ug/dl (accompanied by a data flag). This result was reported outside the laboratory. No erroneous results were reported and no patients were adversely affected. The t4 reagent lot number was 15516501. The field service representative determined the sample/reagent probe was misadjusted and the sipper probe was bent. He adjusted the sample/reagent probe and corrected the sipper probe adjustment. The field service representative also performed preventative maintenance. Assay performance tests and quality control were within specification.